Event description:
It was reported that the patient implanted with a synergy model intraocular lens (iol) was experiencing blurred vision and glare. An explant was performed. The three months post-op visual acuity value of the patient was 6/18 (in meters, based on the visual acuity conversion chart). The patient also had a spherical equivalent of 0, whereby there was no power. There was no delay in treatment and no other interventions were performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.